Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 1000 mg/dl; cause was not known. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and elevated bg. Intravenous insulin was administered. At the time of the report, customer had not yet been discharged. Contact could not perform a pump system check as the pump would not turn on. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. Tandem clinical diabetes specialist met with customer at the hospital. Pump history was reviewed and "nothing stood out as abnormal". Customer was discharged on (B)(6) 2018.